Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced loss of data to the ilet while the dexcom g7 continuous glucose monitor (cgm) sensor remained connected to the dexcom app, resulting in the ilet prompting for connected cgm or enter blood glucose and operating in bg run mode. No adverse clinical symptoms reported. Outcomes included no injury, no alerts or alarms on the ilet related to the sensor, and restoration of cgm data after troubleshooting. User support included guided troubleshooting and education, review of device history on the ilet, sensor pairing code reentry, and an ilet restart. Investigation of this case revealed a communication or pairing disruption between the ilet and the dexcom g7 that resolved after re-pairing attempts and device restart, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue corrected by standard troubleshooting and reboot.